Event description:
On (B)(6) 2013 the user reported a loss of prime alarm occurred with multiple cartridges from the same box. The patient was able to successfully prime and give an air bolus during troubleshooting. The patient was advised to use a cartridge from a different lot. This complaint is being reported because the alleged issue occurred with multiple cartridges. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.